Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to information received, the device was explanted in a patient with post-operative meningitis in the setting of csf gusher and skin flap infection. The recipient has an inner ear malformation which is known to increase the risk of meningitis per se. Further, such anomaly might lead to an increased risk of perilymph gusher with surgical manipulation. In the present case, the source of the infection appears to be the reported surgical site infection. The latter progressed to a skin flap necrosis and implant exposure. Furthermore, a review of the device sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The surgical site infection and necrosis with degeneration of musculocutaneous flap which exposed the implant, emergency explantation because the child presents a meningeal type of infectious syndrome requiring an MRI. The user is taking her medication and will be scheduled for a skin flap graft.

Event description:
The surgical site infection and necrosis with degeneration of musculocutaneous flap which exposed the implant, emergency explantation because the child presents a meningeal type of infectious syndrome requiring an MRI. The user is taking her medication and will be scheduled for a skin flap graft.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.